Manufacturer narrative:
Conmed linvatec received this handpiece for evaluation and found the device met the manufacturer performance and temperature specifications. This handpiece was manufactured 08-jan-2010 and was returned for service on (B)(4)-2011. However, the customer rejected the service/repair order that was needed to restore the handpiece to its optimal operational condition, therefore, the handpiece was returned to the customer un-repaired. This high speed drill has a 6 month service interval and has not been maintained as per the recommended service interval. The associated bur guard was also received for evaluation/testing results found that the unit exceeded temperature specifications due to worn bearings. Service and repair records shows that the last service date recorded was january 1991, making the device over 20 years old. This bur guard is extremely overdue for the for the recommended 6-month service interval. The instruction manual for this handpiece warns the user of the following: prior to each use, all handpieces and accessories must be inspected for proper operation. Continually check all handpieces and attachments for overheating. If overheating is sensed, immediately discontinue use and return for service. Perform the required performance tests prior to each use. Operate the drill at maximum speed for one minute and monitor for any of the following: excessive noise, excessive vibration, the drill or bur guard being hot to the touch during, the test procedure or during surgical use.

Event description:
It was reported that during the middle of a third molar extraction, the surgeon noted the bur guard "acting up," the handpiece began to get hot in her hand and then noted a burn to the patient's left, lower lip and mucosa. The burn was described by the dentist as a "third degree burn, the size of a dime, where muscle fibers could be seen." The burn was treated with an ointment and the patient was discharged home with a prescription ointment to apply to the affected area. As of this filing the patient had not returned for his follow up visit but had not contacted the office for any further interventions or complications. The procedure was completed using this same handpiece/bur guard as another drill/bur guard were not available for use.